Event description:
It was reported that at an asymptomatic patient present to the clinic for a follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on stored electrograms. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.